Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years and 6 months post implant of this 25 mm bioprosthetic valve, the healthcare professional called medtronic's technical services to verify the size of this valve as a 23 mm non-medtronic transcatheter valve was implanted valve-in-valve that day. The reason for the valve-in-valve was not reported. No adverse patient effects were reported.